Manufacturer narrative:
H3: analysis of the axium prime (lot no. B019771) found that there were kinks and bends at 15.0 cm to 28.0 cm from the proximal end. The ai to release wire crimps, coupler to ai crimps, and coupler to pusher tube weld are present and intact; indicative of mechanical detachment was not attempted. However, the pusher was found broken at the break indicator (manual detachment location) with the release wire pulling back; it appeared that the manual detachment was attempted at this location. The coin was not present against the lumen stop as it was pulling back and missing. The coil shield was present and intact. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00273¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have "premature detachment from the non-detach" issue as the pushwire was returned with the implant coil already detached. Based on the returned device, there was evidence of manual detachment attempt to detach the coil. The pusher was also found to be broken at the manual detachment location and retained by the release wire; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Regarding to the "coil resistance in catheter", the customer complaint could not be confirmed as the pushwire was returned without the catheter. The pusher was bent at several locations, indicative of high vessel tortuosity. It's is possible that the severe vessel tortuosity and lack of continuous flush may have contributed to the resistance during procedure. There was no malfunction of the pusher or non-conformance to specification identified that that led to the reported issues. Since the implant coil, coin and catheter was not returned, any contribution of the implant coil, coin and catheter to the reported issues could not be determined. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
H6: upon further review, device code a150203 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the physician tried a couple times to form a good basket in the sac of the aneurysm to avoid prolapse into the parent artery prior to the non-detachment event. There was no damage observed to the pushwire after removal, but the coil was stuck in the catheter while retracting and the coil was unable to be pulled from the catheter. Only the pushwire came out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil failed to detach. The patient was undergoing treatment for a saccular, ruptured aneurysm located in the clinoid segment. The max diameter was 4 mm, and the neck diameter was 2 mm. The patient¿s blood flow was normal, and their vessel tortuosity was severe. It was reported that the first attempt to coil the aneurysm wasn¿t taken as there were two loops were hanging into parent artery. The coil was deployed again, and it formed a good basket. The doctor wanting to detach the coil, but it would not detach. The entire coil was withdrawn and replaced. Two detachment attempts had been made with the instant detacher (ID), and one attempt was made using the manual method. No other ids were used, and it was stated that there were no issues with instant detacher. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an envoy guide catheter, echelon microcatheter, avigo guidewire, and two other axium coils.